Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) with an unknown cause. The customer's continuous glucose monitor (cgm) read "low", no bg value provided. The customer addressed for the low bg by consuming carbohydrates. Additionally, the customer received a power source alert after plugging the pump into a wall outlet, which led to the pump shutting down. Reportedly, the pump began charging and turned back on after several minutes of being plugged into the power source. The customer's blood glucose (bg) level was 189 mg/dl at the time of the power source alert issue. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose of 41 mg/dl was recorded via continuous glucose monitor (cgm) data at 2:09 am on (B)(6) 2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. The user delivered a bolus of 2.77 units with a bg of 120 mg/dl at 10:13pm on (B)(6) 2018. Low bg of 52 mg/dl was recorded via cgm at 12:24 pm on (B)(6) 2018. Cartridge change sequence was completed in the morning of (B)(6) 2018. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The failure investigation has been completed and the alleged power source alert issue was verified. Additionally, functional testing was performed and no failure was identified related to the reported low bg issue.